Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
The 15mmx2.5mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. Considering the severe calcification of the lesion, it was decided to use a wolverine to open the calcified lesion, however when the balloon was tested by filling water after being unpacked, it was found that the balloon was ruptured and could not be used. Another of the same device was used, and it was also broken during the water injection test after unpacking and could not be used. The procedure was completed with the third wolverine used. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination and shaft polymer extrusion profile identified no issues. A detailed microscopic examination of the balloon material identified a circumferential tear 1mm distal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. No issues identified with the tip profile. During functional testing, the device was attached to an encore inflation unit and an attempt to inflate was carried out however a circumferential tear 1mm distal to the distal markerband presented itself. The encore device was verified both before and after use using the druck gauge. No other issues were identified during the product analysis. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 15mmx2.5mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. Considering the severe calcification of the lesion, it was decided to use a wolverine to open the calcified lesion, however when the balloon was tested by filling water after being unpacked, it was found that the balloon was ruptured and could not be used. Another of the same device was used, and it was also broken during the water injection test after unpacking and could not be used. The procedure was completed with the third wolverine used. There were no complications reported, and the patient was stable post procedure.